Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had microdislodgement. This rv lead exhibited high pacing thresholds and had poor sensing. This rv lead was repositioned and still remains in service. No additional adverse patient effects were reported.